Event description:
It was reported that a patient underwent a water vapor therapy procedure on (B)(6) 2023 without any malfunction or adverse event. On (B)(6) 2023, the patient experienced dysuria. A catheter was implanted, and medication was prescribed. On (B)(6) 2024, the patient experienced dysuria again. A catheter was implanted, and medication was prescribed. Additional information informed that the dysuria is in remission. This complaint is for the second dysuria experience.

Event description:
It was reported that a patient underwent a water vapor therapy procedure on (B)(6) 2023 without any malfunction or adverse event. On (B)(6) 2023, the patient experienced dysuria. A catheter was implanted, and medication was prescribed. On (B)(6) 2024, the patient experienced dysuria again. A catheter was implanted, and medication was prescribed. This complaint is for the second dysuria experience.